Event description:
This report is to advise of an event observed during service confirming exposed wires of the power extension cable.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for service. Visual inspection verified the power extension cable was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. As received, the unit could not be turned on. The backplate of the device was removed, and the power supply was connected directly to the device and the device was still not able to power on. The device then was opened up and visual inspection revealed that the printed circuit board (pcb) had a short circuit and scorched burned marks were observed. The c84 capacitor was visibly burnt. Readings could not be sent due to the device not being able to power on. Diagnostic testing could not be performed due to the pcb electrical issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming scorched burned marks on the printed circuit board of the patient electronic system.